Event description:
It was reported that during the procedure a pacemaker was inserted and vasopressors/inotropes were administered. New /prolonged hospitalization resulted; jpwever, the patient's outcome has resolved.